Event description:
Competitor's cement would not adhere to the implant during the primary surgery implant was pulled off and the cement did not adhere toit, but did adhere to the bone. Another of the same type femur was used after the cement was removed from the bone, and that one worked normally. Caused a lengthy delay in surgery.